Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that patient was experiencing priming issues. In a follow-up call, it was reported that patient received multiple loss of prime alarms starting a month ago. While disconnected, prime step was completed without issue but then received additional no prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the insulin pump and cartridge have been returned and evaluated by product analysis on 03/21/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime occurrence. On investigation, the pump powered up properly. A rewind/load/prime sequence was executed without incidents. Loss of prime alert occurred during a 24 hour pump exercise. The investigation confirmed and reproduced the reported prime issue. Force sensor calibration was low out of specifications. Pump was opened and the force sensor was removed to further investigate. Contamination was observed on the force sensor and the force sensor resistance was high out of specifications. Unrelated to the prime issue, it was observed that the display was faded and discolored.